Event description:
It was reported that, "the calcar planer internal screen seem to have fused with the actual planer. It turned as a one unit and it is not designed to turn as a one unit."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.